Event description:
Reporter states that she has had 3 left inguinal hernia repairs and the last repair was done. She's currently experiencing pain and a bulge on the same side of her surgery. She is unable to rest or lie down, secondary to pain in the area. She feels that the presence of the patch has caused her to have twisting in her abdominal area with bladder and blood circulatory problems. Admits to taking bayer and advil for her pains and denies being on any other medications. She heard an advertisement on television to contact FDA if you've had this type of hernia repair surgery. She is very distraught about the possible consequences of having the product still inside her. She's seeking legal counsel from a lawyer.